Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death or inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received an appropriate treatment event on (B)(6) 2018 consisting of one appropriate treatment and one inappropriate treatment from the lifevest. At 11:14:55 pm, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was ventricular fibrillation. The patient's post-shock rhythm was an a-v paced rhythm at 60 bpm. At 11:18:15 pm, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment was a-v paced rhythm at 60 bpm with failure to capture. The post-shock rhythm was a-v pacemaker spikes with limited ventricular response. At 11:22:49, CPR artifact is seen. CPR artifact is seen until the electrode belt was disconnected at 11:22:58 on (B)(6) 2018. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient reportedly passed away at 12:05 am on (B)(6) 2018.